Event description:
It was reported that an ilet bionic pancreas exhibited prolonged charging time, became hot on the charging pad, and experienced rapid battery depletion resulting in frequent low and very low battery alerts; the issue was characterized as premature battery discharge and traced to the battery component, with the device subsequently replaced. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user and engineering logs. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.